Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, home tpn patient reports leakage from catheter wings, when assessed by vat team transversal breakage in the wing is observed. Catheter placed a year ago. No harm was caused. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split at the molded catheter wings is confirmed, but the root cause could not be determined. One 5 fr d/l powerpicc catheter was returned for evaluation. An initial visual observation of the returned catheter revealed abundant blood use residues throughout the returned catheter. Biological residue was observed at the 0 cm depth marker. Slight discoloration was observed at the bifurcation. Two splits were observed were observed at the molded bifurcation. One split was observed just proximal to one wing of the molded bifurcation. The second split was observed to be circumferential at the ¿d¿ in ¿bard¿ along the molded bifurcation. A microscopic observation revealed the split fracture surfaces to be granular and uneven. The fracture edges appeared uneven and sharp. The exact cause of this failure could not be determined; however, environmental factors may have contributed to the embrittlement of the molded joint. This complaint will be recorded for future trending and monitoring purposes.